Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted a usacquisitionhw_40_0 error message when it was connected to the ultrasound system. The error occurred while the patient was undergoint a transesophageal echocardiography (tee) procedure. The user plugged in and out of the port but the issue remained. A new transducer was reinserted into the patient to continue and complete the tee. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for an error occuring when the z6ms is connected to the system. The transducer was returned, and an investigation was performed. Engineers were able to reproduce the acquisition 40 error. This issue was due to articulation sleeve material reliability. A c-flex articulation sleeve material inspection & rework process has been implemented since november 2015. And a new sleeve material change was implemented since september 2016. This transducer was prior to the corrective action. The transducer was replaced at the site. Complaint reference #: (B)(4).